Event description:
Physician reported a granuloma around the punctum plug that caused it to extrude onto the lower lid of the pt.

Manufacturer narrative:
Requests for additional patient and product info have been submitted. If additional info is received a follow-up report will be submitted.